Event description:
A customer observed pt sample results associated with the wrong pt demographics for a sample on the 950 analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action. The incorrect results were reported to the physician, but no treatment was provided and there was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographic data are retained by the analyzer in a "pending" state. Reusing the sample ID on a different sample without completion of the original request will cause the original info to be carried forward. User error is the root cause of this event.